Event description:
The patient reports that post-implant of a realize adjustable band, the band has slipped. Per the patient, the band was implanted in (B)(6) of 2010 and has lost over 50 lbs. Since the band has been implanted the patient reports having four adjustments. The amount of each was approximately 1/2cc. Per the patient, the surgeon did a couple of fills, the pa did the others. After the last fill the patient complained of it being too tight; too much restriction. The pa removed approximately 1 cc. After the 1 cc had been removed, the patient began experiencing vomiting. A MRI was scheduled and it showed the band had slide down to the bottom of the stomach. The patient was informed by the surgeon that it will have to be replaced.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.